Event description:
It was reported that the patient¿s ilet insulin pump fell from the waistband, resulting in external damage to the device and loss of function, and the patient transitioned to backup therapy while awaiting a replacement. Symptoms included no reported change in blood glucose or acute clinical symptoms. Outcomes included no injury, no medical intervention beyond moving to backup therapy, and no hospitalization. Investigation included internal review of the event details and coordination of device replacement and return logistics and inspection of the returned device . Investigation of this device revealed a damaged housing and nonfunctional pump consistent with physical impact, with no indication of a systemic device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was physical damage due to accidental dropping.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.